Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) , implanted with another manufacturer's left ventricular (lv) lead, exhibited high out-of-range pace impedance measurements greater than 2,500 ohms, and then returned to in-range measurements in the 600 ohms range following pacing vector reprogramming. Lv loss of capture (loc) was also observed prior to reprogramming. It was also noted that the crt-d had reached elective replacement time (ert). This crt-d was explanted and replaced due to normal battery depletion (nbd), and returned for analysis. It was noted that the lv pace impedance measurement was 612 ohms on the new crt-d at the change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a hole in the rv tip seal plug. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Boston scientific has received other, similar reports of varying impedance measurements recorded while a device is implanted, and conducted an investigation. It was determined that even when dimensional analysis of the header verified proper port dimensions, there remained the possibility that the terminal ring of the lead had a suboptimal contact with the leaf spring within the port, resulting in varying impedance measurements. This may have been the case with this device. As a result of this investigation, manufacturing changes were made to mitigate the possibility of similar issues in our newer generations of devices.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) , implanted with another manufacturer's left ventricular (lv) lead, exhibited high out-of-range pace impedance measurements greater than 2,500 ohms, and then returned to in-range measurements in the 600 ohms range following pacing vector reprogramming. Lv loss of capture (loc) was also observed prior to reprogramming. It was also noted that the crt-d had reached elective replacement time (ert). This crt-d was explanted and replaced due to normal battery depletion (nbd), and returned for analysis. It was noted that the lv pace impedance measurement was 612 ohms on the new crt-d at the changeout procedure. No adverse patient effects were reported.